Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 03/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: there were pump reboots observed in the black box. The pump was able to power on properly with a test battery cap. The pump was exercised for 24 hours with no loss of power occurring. The pump was opened and no defect was found. Intermittent power was not duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.